Event description:
The coroner's narrative summary: "the deputy coroner was notified of the deceased's death by the administrator assistant at manor care east. According to the administrator assistant, the deceased was found at 0300 hours on 11 dec 98 on her left side in bed. The deceased was against the side rail of the bed with an air mattress behind her back. The deceased was repositioned on the air mattress. At approx. 0630 hours the deceased was found positioned against the side rail on her right side. The air mattress was against her back. The deceased was unresponsive, apneic, and pulseless. An r.n. Pronounced the deceased dead at 0635 hours. The physician of the deceased, stated that the deceased probably had a myocardial infarction. The administrator assistant and other adminstrators felt the cause of death should be investigated due to the marks on the neck and leg of the deceased. The deputy coroner arrived at user facility viewed the body of the deceased. The abrasions to the neck and leg of the deceased matched the bars of the side rail of the bed. The deputy coroner spoke with an lpn from the user facility. According to the lpn, the deceased was found on her right side against the side rail of the bed. The lpn also stated, "we have a lot of trouble with these air mattresses. They are always sliding around. I really hate them." The deputy coroner spoke with the chief deputy concerning the incident. The chief deputy ordered an autopsy be performed. The deputy coroner transported the body of the deceased to the county forensic center for an autopsy. The deputy coroner and the chief deputy returned to the scene on 12 dec 98 to take photos. Pictures were taken at the bed, air mattress and side rails of the bed. It was noted that the air mattress was a plastic air filled overlay with air pump. The air mattress was placed directly on the mattress and slid from side to side freely. The corner straps holding the air mattress were easily displaced. It was also noted a 5-inch gap between the side rails and air mattress existed. Also, the spokes on the side rails of the bed were 8 inches apart."